Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk. This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this pacemaker system exhibited intermittent oversensing in the right atrial (ra) lead channel, leading to false atrial tachy response (atr) episodes. Follow up with cardiology was recommended. No adverse patient effects were reported. This system remains in service.